Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. An analysis by our research department included the following remarks: the patella appeared to have adequate cement adhesion in the cement pocket. All three posterior pegs showed signs of plastic deformation. Wear was noted on the articulating surface, which would be expected based on the time in vivo. Damage was noted on the posterior surface of the patella; this likely occurred during removal. Based on the information provided, it is unclear why the pegs of the patella deformed. An evaluation of manufacturing records and review of complaint history could not be performed due to the device¿s batch # remaining unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
.